Event description:
It was reported that patient underwent a total elbow arthroplasty on an unknown date. Subsequently, a revision has been indicated due to an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID - unknown; device info - unknown; date implanted - unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown.